Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was chipped. The bending section rubber, control section, grip unit, up / down plate, remote switch 1, universal cord, video connector, light guide connector, light guide cover glass surface, and video connector case were scratched by external factors. The control section was damaged and rattled. The video connector and video connector case were cracked due to external factors. The light guide connector was deformed due to an external factor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp.(omsc). However, the reported event may have been caused by physical stress such as dropping or bumping, or deterioration due to scientific stress such as reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.